Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A manual insulin injection was administered to address bg and the pump supplies were changed to address the issue. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the load fill tubing step required more insulin than expected. The customer ultimately was able to resume insulin delivery and continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.